Event description:
She has some questions about the instructions would like to have us go over it with her if possible thanks. She ended up first night it needed more shaping. The softer part came away from the top part. She received a replacement from the store which so far has worked out fine.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to the MFR, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.